Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Blood was visually observed leaking from the header of the dialyzer. Blood test strips were not used. The machine did not alarm. The patient's estimated blood loss was approximately 1cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed that the fiber bundle was tinged with blood residue. Coagulated blood was noted between the screw flange and the polyurethane cut surface at both ends of the dialyzer. It was also present on the screw flange threads and dialyzer housing threads. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the cavity ID end. The debris was located at approximately 310 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage (specifically cracks), or irregularities noted. The dialyzer was subjected to a laboratory external leak test; a leak was detected originating from beneath the cavity ID end screw flange at approximately 5.0 psi. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The dialyzer was subjected to a laboratory leak test where a leak was detected on the cavity ID end. Therefore, the complaint was confirmed.